Manufacturer narrative:
MDR 9618003-2024-03507 / initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
The end user reported that the most recent box of supplies was not centered for the stoma and was off to the side than others. It was either too high or too low, as if it had not been made correctly in the plant. The end user was having a hard time using it and believed the product had a defect in its manufacture. No photo is available at this time.